Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot, donor history, and donor complaint review. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Report 2 of 2. During pretransfusion testing for one patient with anti-c (big) reacted negative with all the homozygous and heterozygous c+ cells on 0.8% resolve panel a lot#vra298 exp 04.24.18 when working with mts anti- igg card. Customer tested a first sample with 0.8% selectogen that gave a 2+ positive reaction in the homozygous c+ cell#1, then the customer ran the 0.8% resolve panel a lot vra298 for antibody identification and the result was a complete negative reaction for all cells. Account continued testing with 0.8% resolve panel c that gave a 1+ on the homozygous untreated cells #1, #2 and #11 and a 3+ on the homozygous ficin treated cells and identified anti-c antibody. This was a sample from a female sickle cell patient in crisis with a true anti-c. Dat: negative. No harm came to the patient. Only c negative blood was selected for transfusion. The 0.8% resolve panel a lot#298 was received 03.21.18 and opened into use 03.29.18 daily qc passed all reagents have a normal appearance prior to use. Account did try extending the incubation time to thirty minutes with a second specimen and tested this specimen in manual gel but still results were very weak or negative reactions with big c positive cells . Account antigen typed the big c+ positive cells of the 0.8% resolve panel a lot# vra298 with a competitor's anti-c antisera with the following results: cell#1 homozygous for c 3+. Cell#2 homozygous for c 3+. Cell#5 heterozygous for c 2+. Cell#11 homozygous for c 2+. Account wants one panel replaced with an alternate lot. Will order replacement if alternate lot is available.